Event description:
It was reported that the ilet device became extremely hot during charging, prompting the user¿s family to power it off as a safety precaution, and troubleshooting guidance was provided to try a different charger and outlet. Symptoms included no reported injury or clinical effects. Outcomes included user interruption of therapy during device shutdown. Investigation included user interview and troubleshooting to isolate the power source by substituting the charger and changing the outlet. Investigation of this case revealed a suspected charging-related malfunction consistent with overheating of the external power/charging component, with no confirmed device damage or clinical impact. It was concluded, based on previously established findings for similar reports, that the cause was likely related to the external power supply or charging conditions rather than an intrinsic device failure.